Event description:
It was reported that the pruitt f3 carotid shunt was inflated in the internal artery for a cea procedure, but while the surgeon was operating the balloon deflated. There was no injury to the patient.

Manufacturer narrative:
The product involved in the event has not been returned for investigation as it was discarded at the site, therefore the root cause of the reported event could not be determined. The lot number for the involved product was not provided, therefore the lot history records could not be reviewed for this incident.